Manufacturer narrative:
Analysis found the unit with motor error alarm and motor position encoder error alarm due to motor encoder signal out of phase. There was no motion sensor test failure alarm. (B)(4).

Event description:
The customer reported via phone call that the pump had motor error alarm, motor position encoder error alarm and motor position encoder error alarm. The blood glucose at the time of the incident was 146 mg/dl. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. Troubleshooting was not able to resolve the issue. The device will be returned for analysis.